Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced respiratory failure and cardiac arrest after receiving hemodialysis treatment. It was also alleged that the patient expired on the same day of the event and that his event resulted from exposure to the granuflo and/or naturalyte product which was administered to the patient for dialysis treatment.